Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: jds expiration date and lot number are unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the removal of an unknown stryker gamma nail and revision of proximal femur of cephalomedullary nail on (B)(6) 2020, the screw head of the cortex screw broke off upon turning an unknown screwdriver during application of a locking compression plate (lcp) reconstruction plate on lateral wall. Then, the surgeon removed the screw head easily and left the screw shaft in place and proceeded to the next plate hole. In addition, an injectable bone cement leaked into the hip joint to the volume size of a rice grain upon application. The surgeon had a difficulty in removing the leaked bone cement with an arthroscopic for 2 hours and was finally achieved via secondary incision and open approach. The surgery was successfully completed with a surgical delay of 5 minutes for the broken screw removal and 2 hours for the arthroscopic removal. Concomitant devices reported: lcp reconstruction plate (part# 245.101, lot# unknown, quantity# 1). Unknown screwdriver (part# unknown, lot# unknown, quantity# 1). Traumacem injection cannula (part# 03.702.121s, lot# art044, quantity # 1). Traumacem syringe kit# 03.702.150s, lot# 8022612, quantity# 1). This complaint involves two (2) devices. This report is for one (1) 3.5mm cortex screw self-tapping 50mm. This report is 2 of 2 for (B)(4).